Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure for pulmonary vein isolation (pvi) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). A computed tomography (CT) scan was performed prior to the procedure and it appeared normal. During the procedure, the activated clotting time (act) was also normal (300 seconds) and normal irrigation flow of the ablation catheter was used. The patient did not complain of any symptoms during the procedure. After completion of the ablation procedure, patient began to have stroke symptoms. Brain imaging was required. Extended hospitalization was required for imaging and monitoring. The patient¿s condition has improved. There is no further information if any additional intervention was performed. Physician¿s opinion on the cause of the adverse event is unsure, however, the physician does not believe it was caused by any biosense webster, inc. Product malfunction. The force visualization features that were used during the procedure were graph, dashboard, vector and visitag. The visitag parameters used were range 3mm, time 3 seconds, 25% 3g, ablation index and tag index color option.